Manufacturer narrative:
The complaints for ''general risk - failure - sheath distal tip split'' and ''general risk - failure - sheath liner delamination'' were confirmed through returned device evaluation. However, no manufacturing non-conformances that would have contributed to the complaint event were identified. Reviews of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Per the complaint event, ''during procedure, the commander delivery system balloon burst at full inflation'' and ''it was managed to retrieve the delivery system with the esheath as one unit''. As per evaluation of the returned device, the sheath shaft was curved and kinked 14.5cm from the distal tip, the liner was circumferentially delaminated 2cm in length from the distal tip, the liner was bunched in the proximal direction at the distal end, and the distal tip was folded inwards and split. Scratches were observed along the sheath shaft. Sheath shaft curvature and kinks may indicate presence of tortuosity in the access vessel, while scratches can indicate presence of calcification. Calcification and tortuosity can subject the sheath to suboptimal angles which can lead to non-coaxial alignment and increased interaction between the devices. Calcification can create a constrained condition during sheath insertion, where sharp nodules of calcification can interact with the sheath tip directly and lead to the reported split. It is also possible that the burst balloon was caught on the sheath tip and lead to the split and liner delamination during retrieval into the sheath. As such, available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (withdrawal of torn/burst balloon) may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Corrected h6 investigation findings based on the evaluation closure.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by an edwards lifesciences affiliate in the united kingdom, regarding a 26mm sapien 3 case in aortic position by transfemoral approach., during the procedure, the commander delivery system balloon burst at full inflation. Despite the burst, the valve was successfully deployed, and no additional actions were needed. It was managed to retrieve the delivery system with the esheath as one unit. After retrieval, a femoral dissection flap was noted without further actions as per vascular opinion. The patient was stable throughout and a CT was planned to be performed. No further actions were taken regarding the femoral dissection at the end of the case. The perceived root cause of the commander delivery system balloon burst was stj calcification. Per evaluation of the returned sheath a distal tip split and distal tip delamination were observed.